Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument was observed to have a broken tip. The instrument was not functioning properly. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: there was no material missing from the portion of the device that enters the patient¿s body. There were no broken or damaged cables at the instrument wrist. The instrument did not have any movement issues (static, unintuitive or uncontrolled movements). The instrument jaws were moving smoothly.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm prograsp forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end.